Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched to the customer's site. The fse discovered a leak at the t fitting which supplies wash solution to sample and reagent syringe valve. The fse proceeded to re-tighten the fitting to resolve the leak and verified repair per established procedures. Failure mode of the leak is attributed to a loose t fitting. Results: t fitting. Beckman coulter internal identifier for this report is (B)(4).

Event description:
The customer reported discovering a leak under the sample wheel of the immage 800 immunochemistry system. The customer could not identify the source of the leak and had requested for service to evaluate the instrument. The customer stated that approximately 10 ml of fluid leaked and was contained within the instrument. The customer was wearing personal protective equipment consisting of a laboratory coat, gloves, and eye protection at the time of the event and no injury or exposure was reported. No erroneous patient results were generated and there was no change or affect to patient treatment in connection with this event.